Manufacturer narrative:
Section a4, patient weight: unknown/not provided. Section a5, ethnicity: unknown/not provided. Section a6, race: unknown/not provided. Section b3, date of event: the exact date is unknown. The best estimate is between the implant and explant dates (B)(6) 2026. Section h3, device evaluated by manufacturer: the device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempt was made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was implanted into the patient¿s right eye. During a post-operative examination the patient complained of blurry vision in the distance and the iol was subsequently explanted. The patient¿s best corrected visual acuity (bscva) pre-operative is 20/25 and bscva post-operative is 20/20. Reportedly, the directions for use were followed. There were no complications such as sutures or vitrectomy. The patient outcome is unknown. No further information is available.